Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient has alleged nasal/throat irritation/soreness. There was no report of serious or permanent patient harm or injury. The device was returned to the manufacturer but not yet evaluated. The manufacturer's investigation is ongoing. A follow up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
H3 other text : device has not been returned to manufacturer but not yet evaluated.

Manufacturer narrative:
Additional information was received and section h11 should be reported as: the manufacturer received information alleging a malfunction on a remstar pro c-flex+ device. The patient reports the patient had nasal/throat irritation/soreness. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. During the investigation, manufacturer observed the base unit was found to have moderate unknown dust/dirt contamination throughout the device internals. Moderate dust/dirt contamination was observed on device pca. Seals were observed discolored. There are mineral deposits present on the blower motor housing and within the blower housing assembly. Evidence of sound abatement foam degradation/breakdown was observed. Manufacturer confirmed no presence of degraded sound abatement foam using a fitt. The device event logs were downloaded and reviewed by manufacturer. The manufacturer was found total 6 error codes. The manufacturer applied power supply and power cord to the device and verified airflow and confirmed that the device powers on provides therapy. The manufacturer concludes that they cannot confirm the complaint of nasal/throat irritation/soreness. In box h: device problem code grid, evaluation method code grid, evaluation results code grid, component code grid and conclusion code grid has been updated.